Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge. Tandem technical support educated the customer to not overfill the cartridge during the load process. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.